Manufacturer narrative:
(B)(4). This complaint for a leak was confirmed. The assignable cause was determined to be use error- patient was not connected to the homechoice instrument during fill- resulting in the patient line to leak. A labeling review found the patient at home guide to be adequate for use/user error related to this incident.

Manufacturer narrative:
(B)(4). The 510k is not provided since the product and the lot number are unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
The customer contacted baxter's technical service center to report a leak occurred on home choice (hc) during use during fill 1. The care giver(cg), stated that the patient line was leaking solution .the hc was in fill 1 and the home patient (hp) was not connected. The cg requested assistance in ending therapy and open the door on the hc. The cg will start over with new supplies. The baxter technical representative (tsr) assisted the cg. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.